Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad was unresponsive. There is no additional information available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. The original complaint of unresponsive keypad buttons was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. Unrelated to the keypad issue, evaluation revealed a faded, discolored display screen that was difficult to read. The display screen was replaced with a test screen for testing and the display was found to function appropriately with no visible signs of fading or discoloration.